Event description:
It was reported that the unspecified bd ultra-fine¿ insulin syringe plunger was "mangled" and couldn't be used. The following information was provided by the initial reporter: "consumer reported damaged plunger. Consumer stated the plunger was "mangled"; looked like someone "bit it off"."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra-fine¿ insulin syringe plunger was "mangled" and couldn't be used. The following information was provided by the initial reporter: "consumer reported damaged plunger. Consumer stated the plunger was "mangled"; looked like someone "bit it off".".

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.3ml bd insulin syringe. The consumer reported a damaged plunger, and stated that the plunger was mangled ¿ looked like someone bit it off. The returned syringe was examined, and it was observed that the plunger rod was broken at the thumbpress ¿ the fractured end of the plunger rod was disfigured. Due to the batch being unknown, no DHR can be completed. Root cause for this defect cannot be determined. H3 other text : see h.10.